Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the spine clamp could not be opened when prompted by the user. There was no patient present when this issue was identified. No additional information was provided.